Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 212 mg/dl at time of incident. The customer stated that the pump error occurred for the second time. Troubleshooting was performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Low battery alert less than one week not confirmed and software error confirmed and found in download history. Cause of failure: device restarted due to bad battery radio frequency board driver generates software error on incorrect. Device passed the displacement test, sleep current test, active current test and self test.